Manufacturer narrative:
Product analysis summary: the device was partially inflated on return, the stent is partially expanded. Stent was positioned between the marker bands but not meeting specifications due to inflation of the device. Due to inflation of the device, the stent moved freely on the balloon. Crimp impressions were visible on the exposed balloon surface, between the marker-bands. Deformation was evident to the 8th stent wrap with struts raised. The stent is expanded more on the distal and proximal ends, the mid-section between the 9th-16th does not appear to be fully expanded. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non tortuous, mildly calcified lesion exhibiting 99% stenosis located in the circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that during the procedure, the mini crush technique was performed. The stent was unable to pass through the lesion and was therefore replaced with a non-medtronic device and a different technique used. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the device showed that stent deformation occurred.